Manufacturer narrative:
The pump was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The serial number is included in the range of the synchromed? Ii missing propellant recall physician communication (dated 2008). Missing propellant has not been verified in this pump.

Event description:
It was reported that the pt experienced lack of effect. The pt did not received the same pain relief with his new pump as he did with the old pump. It was also reported that there were volume discrepancies. The pump only dispensed 50% of what it was supposed to. The physician also reported an inability to empty and fill the reservoir. No device troubleshooting was performed. The pt's pump was replaced. At replacement, the physician was able to fully aspirate the pump reservoir. No pt outcome was reported. The pt's pump contained morphine 50 mg/ml infusing at 2.5 mg/day.